Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic suggests that customer reported issue with the priming process. Customer reported that insulin is dripping after the motor stops. Customer is unable to exit the load reservoir and did not received complete status while reservoir process was completing. No harm or intervention was reported. The pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The pump was returned for prime/fill anomaly found on 18-apr-2022. Pump¿s history and trace files downloaded successfully using thump software. When attempting to rewind, pump error 38 alarmed preventing displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test from being performed. Pump therefore failed the rewind test but still passed the self test. No prime fill anomaly noted during testing. Insulin flow blocked alarm found in the pump memory on mon, april, 18 at 11:09. Force sensor was measured and is within spec. Pump was cut open and found no evidence of physical or moisture damage on the electronic assembly. Motor tested outside of pump and continued to get pump error 38. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails. Unable to verify prime/fill anomaly due to pump error 38. Pump error 38 during rewind due to defective motor. Insulin flow blocked alarm/no delivery alarm was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.